Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified right superficial femoral artery (sfa). A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. The device did not encounter severe resistance despite of mild calcification. However, during inflation at 5 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.